Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 2.0 x 15 mm mini trek was used for pre-dilatation, but the balloon ruptured at 14 atmospheres (atms). The device was removed from the patients anatomy and a 2.75 x 28 mm everlink was advanced but could not cross the lesion due to the patients anatomy. A new device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.